Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil ended up through my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash erythematous ("rash on face which looks like sunburn"), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, migraine and pelvic pain outcome was unknown and the rash erythematous had not resolved. The reporter considered fallopian tube perforation, migraine, pelvic pain and rash erythematous to be related to essure. The reporter commented: the patient thought it was due to her skincare and makeup hence replaced it with no benefit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil ended up through my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash erythematous ("rash on face which looks like sunburn"), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, migraine and pelvic pain outcome was unknown and the rash erythematous had not resolved. The reporter considered fallopian tube perforation, migraine, pelvic pain and rash erythematous to be related to essure. The reporter commented: the patient thought it was due to her skincare and makeup hence replaced it with no benefit. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: migraine added. New reporter added. On 23-mar-2020: added new events: fallopian tube perforation and pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.